Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred resulting in experiencing elevated ketone levels. Blood glucose level was not provided. Reportedly, the customer reverted to alternate insulin therapy. No additional details were provided.